Event description:
The pt was receiving iontophoresis, a single treatment site using the iontophor life tech ii device with a carefusion disposable ground plate electrode as the return electrode. The pt received a small necrotic burn at the site where the electrode was placed.

Manufacturer narrative:
The user manual for the iontophor 11 contains warnings about the use of electrodes to avoid burns. According to the manual the return electrode should be a meditrode which is a large area electrode specifically for iontophoresis containing an electrolyte. Our disposable electrodes are not suitable for the application of dc currents to a pt. They are constructed of a thin layer of (B)(4) which will disappear (plate off) if a dc current is passed through it, they are intended for use in a recording situation or for applying a brief stimulation. What probably happened in this situation is that the (B)(4) disappeared from the electrode leaving the end of the connection wire. This would drastically reduce the effective area of the electrode resulting in a high current density which is what would cause a necrotic burn. The instructions in the iontophor 11 user manual should be sufficient to avoid inappropriate use of return electrodes.